Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin intraperitoneally (1 gram twice a week for 3 weeks) for the event. Antibiotic therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event and had been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.